Manufacturer narrative:
Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
A treatment provider reported that a patient treated to the upper and lower abdomen with cooladvantage+ on (B)(6) 2020 presented with paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data: a4, b2, b5 (area of concern), d1, d4, d8, d9, d10, g1, g4, h6, h11. Correction to g.3. Aware date of medwatch #(B)(4). Aware date should have been listed as 16/apr/2021. Correction to g.3. Aware date of supplemental medwatch #(B)(4). Aware date should have been listed as 16/feb/2023. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper abdomen on (B)(6) 2020 using the cooladvantage+ applicator and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. According to the coolsculpting user manual, aching on the treatment area can occur immediately or a week or two after coolsculpting treatment. This expected and common side effect is temporary in nature and generally resolve within days or weeks.

Event description:
A treatment provider reported that a patient treated to the upper and lower abdomen with cooladvantage+ on (B)(6) 2020 presented with paradoxical adipose hyperplasia.